Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient¿s symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that patient experienced allergic reaction to the titanium in a osseospeed tx 3.5s - 11 mm. Patient experienced suspected lung and breathing issues, patient was not hospitalized, no medications prescribed and no reported injury. For the past 3 years she has had a lot of complaints and problems with her lungs and now her doctors are assuming that it may be titanium poisoning. The patient would like to know the composition of our implant in order to rule out whether it is indeed titanium poisoning or not. Further information requested and allergic checklist to be completed.